Manufacturer narrative:
The consumer reported accidental ingestion to the product and further explained that a drop got down her throat and she swallowed it. She reported her breathing stopped and she could not breathe. She reported passed out. These issues have resolved at this time. The consumer reported that it also caused her to have a dry cough, a funny feeling in her throat, a scratchy feeling in her throat, and a burning sensation in her throat. These issues have not resolved. The consumer reported she had to use her lifeline to call the ambulance and they worked on her for over an hour. She did not go to the hospital. She is no longer using the product. The manufacturer's report number for this case is 1718912-2014-00001. Biotene dry mouth rinse is manufactured in (B)(4). The lot number for this product is available (lot 4a22c2) however, it is unknown if the product will be returned for quality testing. (B)(6).

Event description:
This case was reported by a consumer and described the occurrence of stopped breathing in a (B)(6) female patient who received oral moisturisers (biotene dry mouth oral rinse (2013 formulation)) mouthwash for dry mouth. A physician or other health care professional has not verified this report. Concurrent medical conditions included dry mouth. On an unknown date, the patient started oral moisturisers (dental). At an unknown time after staring oral moisturisers, the patient experienced stopped breathing, accidental ingestion of product, could not breathe, passed out, dry cough, strange feeling in throat and throat irritation. This case was assessed as medically serious by gsk. Treatment with oral moisturisers was discontinued. At the time of reporting, the events of stopped breathing, accidental ingestion of product, could not breathe and passed out were resolved. The outcome for the events of dry cough, strange feeling in throat and throat irritation were unresolved.